Event description:
It was reported that the device cannot be switched on. There was no patient involvement. During the investigation, it was found that there was a damaged dso (downstream occlusion) seal.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. It was also found that the dso was detaching from the device. The main board, dso seal and display glass will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.